Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 10/23/2017. Device returned to manufacturer? Yes. The preloaded delivery system, model pcb00, was returned at the manufacturing site for evaluation. The plunger was observed in advanced position and the cartridge correctly engaged into lower body of the pcb00 device. No assembly error and/or defect related to manufacturing process was observed. The pushrod was exposed out of the cartridge tip. Visual inspection at 10x microscope magnification showed lack of lubricant material in the device. The intraocular lens (iol) was received out of the device with white substance residue on the lens surface. The cartridge was observed cracked and with the tip deformed. The customer's reported complaint was verified. The manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. The directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
If implanted, give date: not applicable as the lens was not implanted. If explanted, give date: not applicable as the lens was not implanted and therefore not explanted. Phone number: (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the cartridge tip of a preloaded delivery system (model pcb) was split and it was not possible to implant the intraocular lens (iol). No further information was provided.